Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error twice. The blood glucose reading was 4.7 mmol/l. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection.